Event description:
On october 18, 2006, I underwent a revision of left total hip arthroplasty. I received the depuy pinnacle revision cup 60 mm with a +4, 10 degrees face changing 36 mm ID liner, a 16.5 mm small stature, 6 inch aml stem with a +1.5 mm neck and 36 mm head ball. On (B)(6) 2007, I underwent a revision of right total hip arthroplasty. I received the depuy sector cup, a 36 mm metal-on-metal liner and an 18 mm standard triangle, large stature aml stem, with a +85 36 mm head and neck. Soon after surgery I began experiencing pain and difficulty with the implants. On (B)(6) 2007, the metal liner on my right hip replacement was exchanged and a new component implanted. I now experience severe pain, discomfort, and inflammation in the right thigh and hip area. I also experience extreme discomfort when sitting for periods of time, walking, standing, or sitting. Additionally, during the ongoing course of surgeries, I have experienced multiple infections, which I believe to be caused by the pinnacle devices.